Event description:
A disposable centurion 1.3 clamp was used for a circumcision. When the bell was being removed from the head of the penis, a metal shard adhered to the glans. The ob noted this shard and prevented injury from infant's circumcision.